Manufacturer narrative:
The device has not been returned to omsc for evaluation. Omsc confirmed that the power switch was removed from the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Power switch of the device was broken after a procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. It was confirmed that the design was changed to improve the resistance to damage to the power switch. The redesigned device has been shipped since november 18, 2013. From the date of manufacture, it was confirmed that the device was before the design change of the power switch. Therefore, omsc guessed that the power switch broke because the force pushing the power switch and the power switch usage were higher than expected. If additional information becomes available, this report will be supplemented.